Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-01904. It was reported that post a stenting treatment procedure, the patient experienced stent thrombosis. The patient presented due to silent ischemia. The 90% stenosed and 20mm long target lesion was located in the saphenous vein graft (svg) to the 1st obtuse marginal (om) branch with a reference vessel diameter of 3.6mm. The target lesion was treated with direct stent placement using a 3.5x38mm ion stent, resulting in 0% residual stenosis. The physician also treated non-target lesions located in a svg to the distal right coronary artery (rca) and the svg to the 1st om with placement of an unknown manufacturer's bare metal stents. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2012 - the patient presented due to unstable angina. The physician observed a 70% mid thrombotic lesion located in the svg to the 1st om. While attempting to treat the thrombosis by placing a 3.5x28mm promus element plus stent, a "proximal edge dissection" occurred. The physician treated the dissection with placement of a 3.5x8mm promus element stent, resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).